Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 12.00 mmol/l. The customer states that in pushing buttons and they are not responding. The customer take the battery out for an hour and got a battery out limit alarm. The customer states that there is no significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
No unexpected battery out limit alarms were noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had intermittent button response due to corroded keyapd traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.